Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported pump bolus calculations only wanted deliver 1.3 units of insulin and tandem technical support verified that bolus should of calculated 13 units of insulin to be delivered. Reportedly, the pump settings were input incorrectly causing the bolus calculations to be inaccurate. The customer adjusted the pump settings accordingly and resolved the bolus calculations issue. Customer's blood glucose was 285 mg/dl.